Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: sample received consist in one (1) cassette product from part number 21-7302-24. Sample was received in used conditions without its original packaging, decontaminated inside in a plastic bag. Visual inspection results: no damages detected, sample was received without white cap and without blue clip. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus [cal. ID; 1.0386 due date: february 2022] to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. No fault found with the device. The cause of the reported problem could not be determined.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump in use with the device gave off a discontinuous alarm with no error messages displayed on the pump's screen. It alarmed several hours after connection to the cassette. After moving the cassette, the alarm stopped. There was no patient, or clinician injury associated with this occurrence.